Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. The remaining longevity at the (B)(6) device check was 1.5 years, even though the device was implanted for only four years. No adverse patient effects were reported. The device remains implanted and in service. The local representative later reported the patient was seen on (B)(6) 2023 for a device follow up. The remaining longevity was showing as 7 months. At this time, the patient continues to be closely monitored, and no replacement procedure has been planned. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. The remaining longevity at the october device check was 1.5 years, even though the device was implanted for only four years. No adverse patient effects were reported. The device remains implanted and in service. The local representative later reported the patient was seen on (B)(6) 2023 for a device follow up. The remaining longevity was showing as 7 months. At this time, the patient continues to be closely monitored, and no replacement procedure has been planned. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced in (B)(6) 2023. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. The remaining longevity at the october device check was 1.5 years, even though the device was implanted for only four years. No adverse patient effects were reported. The device remains implanted and in service. The local representative later reported the patient was seen on (B)(6) 2023 for a device follow up. The remaining longevity was showing as 7 months. At this time, the patient continues to be closely monitored, and no replacement procedure has been planned. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced in (B)(6) 2023. The device was expected for return but has not been received. Boston scientific has made three attempts to retrieve the device, however, it has still not yet been received. If this device is returned, analysis will be performed and this report will be updated.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. The remaining longevity at the october device check was 1.5 years, even though the device was implanted for only four years. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.